Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there were issues with the lead fixation and the parameters were unacceptable. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.